Event description:
Attached a spinning spiros to the end of a primary IV line. IV fluids were infusing at 25 cc/hr for 5-10 minutes without an issue. I administered an IV push medication and the line began to leak at the connection point where the spiros meets the primary line. When I disconnected the whole line from the patient, the spinning spiros broke off of the primary line and would not reconnect.